Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro¿ catheter and excessive charring occurred. It was reported that char was noticed on the tip of the catheter after it was removed from the patient. The caller stated that the char was noticed after ablation was completed. There was no patient consequence. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection, irrigation, temperature and impedance test of the returned device were performed following bwi procedures. Visual analysis revealed no char/thrombus/clot residues in the tip of the device; however, according to the picture provided by the customer, char/thrombus/clot residues were found. An irrigation test was performed and no obstructed holes were found. Afterward, the temperature and impedance tests were performed and the device was found working correctly. No temperature or impedance issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. Since evidence of char/thrombus/clot residues was observed in pictures provided, the customer complaint was confirmed. The potential cause of the residues could be related to the usage of the device during the procedure; however, this cannot be conclusively determined. The catheter instructions for use (IFU) contain the following recommendations: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro¿ catheter and excessive charring occurred. It was reported that char was noticed on the tip of the catheter after it was removed from the patient. The caller stated that the char was noticed after ablation was completed. There was no patient consequence. On (B)(6)2024, additional information was received indicating the physician considered this to be a lot of char. As such, the event was reassessed to MDR reportable as a malfunction. Other information received indicated there were no error messages, and the noticed char specifically on qmode +. There were no temperature issues and heparinized normal saline was used as the irrigation fluid. No other time of saline was used during the case. The correct catheter settings were selected on the ngen generator and the ngen pump was switching from low flow to high flow during ablation. The physician did not consider the char to present a risk to the patient.

Manufacturer narrative:
On 13-jun-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).